Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy from the implantable cardioverter defibrillator (ICD) device as a result of high rate time out (hrto) timing out which caused immediate unsuccessful anti-tachycardia pacing (atp) and, subsequently, defibrillation that terminated the rhythm. The device remains in use. No further patient complications have been reported as a result of this event.